Event description:
It was reported that a recently implanted patient the wound was not healing properly and had concern about infection. The patient was prescribed with antibiotics and underwent an explant procedure. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: (B)(4).